Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (communication faults) has been confirmed. Upon evaluation, the trunk cable connector latches were broken, creating an insecure connection between the belt and monitor. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing communication faults.